Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012, and suture was used. During the procedure, the strand broke when the first knot was made. Another like device was used and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual suture fragment with attached needle were returned and visually and functionally evaluated. Evidence of pinch marks on the needle and on the suture fragment were found. The fragment end showed characteristic deformations of breakage caused by traction. The suture breakage is likely related to excessive force applied to the product or inadequate use of surgical instruments.